Event description:
During surgery, soft granulation tissue was found in the cochlea. The surgeon removed as much of this tissue as possible. However, it was discovered through telemetry testing, that the electrode array had been damaged. The surgeon decided to attempt implanting a new device on the contralateral side as the first cochlea was leaking cerebrospinal fluid. A second device was placed on the contralateral side.